Manufacturer narrative:
One device was returned for analysis. There was no evidence to review in the device's event history log. Visual inspection found the downstream occlusion (dso) seal was peeled. A functional test was performed, and the reported issue was duplicated. The cause of the reported issue was due to a faulty dso sensor. As a result, the dso sensor and dso seal were replaced. Review of a 12-month service history was not performed.

Event description:
It was reported that the pump failed calibration. The device evaluation revealed a downstream occlusion (dso) sensor issue and a peeled dso seal. There was no patient involvement, no patient injury was reported.